Manufacturer narrative:
Catalog number plant investigation: the device was not returned to the manufacturer and the lot number was not provided. Therefore, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A search was conducted by the manufacturer in order to determine which lot numbers of fresenius dialyzers from the reported catalog number (0500316e) were identified to have been shipped to the hospital facility for the three month time frame which preceded the event occurrence date. The search identified no lots delivered to the hospital within this time frame. An extended search was conducted to identify any lots shipped to this hospital within the last three years prior to the occurrence date, but the results found zero lots. Therefore, a complaint history review could not be performed by the manufacturer. All dialyzer lots are subjected to conformance with the labeling, material, and process controls prior to release. Additionally, the dialyzer instructions for use (IFU) document cautions the user regarding reactions.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity. Clinical investigation: the documentation in this complaint supports a temporal association between the optiflux 160nre dialyzer and the patient¿s complaints of shortness of breath. However, it is documented in the clinical record that an allergy to the dialyzer remains unconfirmed and if the patient comorbid conditions played a role in the need for hospitalization for the following: fluid overload due to end stage renal disease (esrd), pericardial effusion, drug (bumex) induced eosinophilia, chronic obstructive pulmonary disease (copd), and type 2 demand ischemia.

Event description:
On (B)(6) 2017, the patient resented to the hospital concerned about his anemia and wanting a shot. Additionally, the patient complained of feeling short of breath and was subsequently admitted to the hospital for evaluation on (B)(6) 2017. It was alleged by the patient's hemodialysis (hd) facility clinic manager that the patient had been admitted to the hospital for fluid overload due to unfinished hd treatments from (B)(6) 2017 and (B)(6) 2017 with the fresenius optiflux 160nre dialyzer for which the patient would experience shortness of breath, chest heaviness, and anxiety. However, the patient¿s medical doctor (md) ordered the patient¿s hd treatment to use a baxter exeltra 150 dialyzer during the patient¿s hd treatment on (B)(6) 2017 and the patient was able to complete treatment and fluid removal without any complaints or symptoms. There were no hd treatments reported between (B)(6) 2017 and (B)(6) 2017 with use of the fresenius optiflux 160nre dialyzer. The patient was discharged from the hospital on (B)(6) 2017 with the following discharge diagnoses: fluid overload due to end stage renal disease (esrd), pericardial effusion, drug (bumex) induced eosinophilia, chronic obstructive pulmonary disease (copd), and type 2 demand ischemia. The patient¿s attending physician agreed to have the patient receive extra scheduled ultrafiltration (uf) treatments at the hd clinic to remove additional fluid post-discharge in an effort to prevent hospital re-admission. The patient continues regularly scheduled hd treatment at the clinic with the baxter exeltra 150 dialyzer with no further issues. No malfunction of the fresenius optiflux 160nre dialyzer was alleged, observed, or identified prior to, during, or following the event. The complaint device has not been returned to the manufacturer for evaluation.